Event description:
"Caller alleged discrepant results compared with a lab. Caller also concerned about precision of results listed above: 5.5, 1.7, 1.4, and 1.6.

Manufacturer narrative:
In 2009, inratio precision data provided by end-user: first test inr - 5.5, second test inr = 1.7, third test inr = 1.4, fourth test inr = 1.6. Mean = 2.55; sd = 1.97; %cv = 77.3%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Product testing is required. Products associated with this complaint are not expected to return. Retain strip testing will be performed. For additional test results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inr and lab values of test 1 and test 6 are greater than 5.0 inr and considered accurate. The values for test 2, 3, 4 are not within the confidence limits for inr testing. The results for test 2, 3, 4 are considered discrepant within the context of the documented variability for inr testing. Product testing is required. Test dates are winthin one week. Inratio meter: in-house meters. Returned strip: 080539a. Two therapeutic donors. In-house accuracy testing provided (inratio meter). The allowable difference between the inratio inrs and sysmex inrs are calculated. The three replicates for both samples for each lot are within the allowable bias. All meet the above criteria and no further action is required. In-house precision testing provided (inratio meter): donor 1, inr: 1.9, inr:1.8, mean: 1.85, sd: 0.07 %cv 3.82%, pass. Donor 2: inr: 3.4, 2.9, 3.15, mean: 0.35, %cv: 11.22%, pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Both tests, which have 3.82% cv and 11.22% cv for each donor, are less than 16%. Hence, both samples pass the criteria for precision. No further action is required. No corrective action required as no product deficiency was established.